Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2020 and no other similar event has been reported, neither concerning trend has been identified. Based on the investigation findings, the most likely root cause of the event can be traced back to a defective shaft angle encoder. The temporary malfunction is consistent with a wear related behaviour, since the internal mechanical elements of the encoder may degrade over time, causing intermittent signal irregularities that appear only under certain conditions. Such wear can be influenced by the specific use environment at the customer site and may have contributed to the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial.

Event description:
Livanova deutschland received a report regarding an hlm double roller pump 85 showing the intermittent message ''runaway fault''. Furthermore, the pump did not stop rotating when turning rpm to zero. The issue occurred during procedure. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H.11 livanova deutschland manufactures the s5 double roller pump 85. The event occurred in united kingdom. Livanova field service engineer inspected the unit, however no errors or deviations were found. Due to the claimed "runaway" alarm, the shaft encoder has been replaced, and, after performing all the functional tests with positive results, unit was sent back to its expected function. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.